Event description:
During radical prostatectomy surgeries using the device in the salvaged autologous blood return line, hypotension was observed in three patients during salvaged blood reinfusion.

Event description:
While performing an investigation on the customer's returned freestyle navigator transmitter, a crack was observed on the lower housing, battery door latches. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Lot number 0751041 was manufactured on 12/12/2007 and expires on 12/12/2012 and was 14 months old at the time of the event. Unless substantially significant information becomes available, this constitutes a final report.